Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.8a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number: d160526-1). The control solution tests for level low were 60/62 mg/dl, for level high were 254/264 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. According to reporter's describe,the suspected strip lot #d130111-2, which was manufactured on 01/11/2013 and expired on 01/11/2015. Patient used expired strips to test blood which might caused or contributed to error readings.

Event description:
This is a supplemental report to initial report 3005862821-2017-00059 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from (B)(6) on (B)(6) 2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # 51850-0939541), and the meter was qualified and released by the quality control department and shipped to pdc on 04/30/2013. According to reporter's describe,the suspected strip lot #d130111-2, which was manufactured on 01/11/2013 and expired on 01/11/2015. Patient used expired strips to test blood which might caused or contributed to error readings.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 8:30 am after receiving higher than normal blood glucose readings from her prodigy diabetes meter. The end user performed a blood glucose test with a result of 290 mg/dl and went to the ER. Upon arrival to the ER her blood glucose was 132 mg/dl. No treatment was administered due to her blood glucose reading was within the normal range and did not warrant any further actions. After 20 minutes the end user was discharged from the ER. No additional details were provided in relations to this medical event.